Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was also reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy utilizing the liberty cycler set at home. Touch contamination is the most common source of transmission for peritonitis-causing pathogens. This is further evidenced by a microorganism that is present in human upper aerodigestive tracts, genitourinary tracts and prevalent in the environment. Therefore, the liberty cycler set can be excluded as a source of infection. There was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any fresenius device(s) and/or product(s). Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius that they developed peritonitis. There was no specific allegation or objective evidence this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported the patient experienced symptoms of abdominal pain and cloudy peritoneal effluent. The patient presented to the outpatient clinic where peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken. Peritoneal effluent fluid cultures presented with escherichia coli and a wbc of 1769/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy utilizing the liberty cycler set at home. The patient was not hospitalized for this event and was prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg in the outpatient clinic. Following culture results, the patient was transitioned to ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd on the same liberty select cycler at home following this event.